Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2020-00397.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2012, patient underwent right knee replacement surgery and was implanted with an optetrak logic psc polyethylene tibial insert. On (B)(6) 2019, patient underwent right knee revision surgery due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert.